Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate atp and hv therapy for atrial fibrillation with rapid ventricular response. Programming changes were made. The patient was fine after the event.